Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump display was blank. Customer cannot recall their blood glucose reading. Troubleshoot was performed. Customer stated the battery cap and battery compartment was damage and they have not receive new battery cap. Customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare instruction. Insulin pump will not be returning for analysis.

Manufacturer narrative:
The correct information has been provided with this report.